Event description:
It was reported that the (B)(4) intraocular lens was removed intraoperatively due to damaged haptic. The surgeon used a ez-28 delivery device during surgery. The incision was enlarged to remove the lens. An anterior chamber lens was successfully implanted. According to the surgeon the most likely cause of the event was due to pt factors and ocular history combined with intraoperative complication (zonular weakness). This report refers to the pt's left eye. Please ref MDR# 1119279-2012-00191 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.